Event description:
It was reported that shaft break occurred. A 3.00mm x 16mm veriflex¿ stent delivery system (sds) was selected and advanced through the tuohy. It was noted that the balloon catheter of the sds ¿snapped in half.¿ the device was completely removed from the patient and the procedure was completed without difficulty. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a veriflex sds with stent in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Microscopic examination and tactile inspection presented no damage or irregularities through the shaft of the device. Microscopic examination revealed a complete hypotube separation 60.5cm from the end of hub. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 16mm veriflex stent delivery system (sds) was selected and advanced through the tuohy. It was noted that the balloon catheter of the sds "snapped in half". The device was completely removed from the patient and the procedure was completed without difficulty. No patient complications were reported.